Event description:
Customer alleges a wing nut came off. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model ct7a, (B)(4) is approximately 2 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male who weighs (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that unit was purchased in (B)(4) and delivered in (B)(4) of this year and that there were no repairs done on the chair prior to the incident. The consumer was indoors and in his wheelchair at the time of the incident. The wing nut on the frog leg caster allegedly came off, causing the consumer to run into the wall. The dealer was not sure if the consumer sustained injury. A replacement fork caster assembly was ordered. The original caster will be returned to invacare for an inspection and evaluation.